Event description:
It was reported that during a pci procedure, the shaft of the maverick2 monorail balloon catheter broke. The lesion being treated was located in the distal left anterior descending (lad) artery. The guidewire was able to cross the lesion, but the balloon catheter could not cross. The physician encountered "significant" resistance during removal. The shaft of the maverick2 monorail kinked and subsequently broke. The device was removed and the procedure was completed with another maverick2 monorail balloon catheter. There were no reported pt complications. Pt status listed as "good".